Event description:
Boston scientific received information that this right atrial (ra) pace/sense lead has contributed to noise and high, out-of-range pacing impedance. Our technical services team reviewed the event and believes the ra lead may have a partial fracture and recommended it be replaced. Although no allegation was made against the lead and no adverse patient effects were reported, ra loss of capture was reported (duration unknown). (Critical therapy remains available via the rv lead.)

Manufacturer narrative:
At this time, the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be updated and an updated report will be submitted.